Event description:
The patient came in for a total laparoscopic robotic hysterectomy and bilateral salpingo-oophorectomy. During the conduct of the operation laparoscopically and mobilization of dense adhesions between the sigmoid colon and the right pelvic sidewall, there was an injury with the monopolar scissors to the right external iliac artery. Robotic assisted hysterectomy converted to laparotomy after hemorrhage event. Conversion to laparotomy and oversewing of this arterial injury was accomplished with sutures. The patient was taken to recovery room in stable condition.